Event description:
It was reported that during the implant procedure, the lead had low impedance measurements after it was implanted. The lead was removed and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that blood was present on electrode - tip electrode, the proximal conductor was distorted and there was apparent explant damage.